Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which the dock dropped after the commander was inserted and advanced through the dock. Additional information from salesforce indicated that there was interaction with the dock during valve deployment, which caused the dock to drop. Due to the low dock position, the valve was deployed in a ventricular orientation. Paravalvular leak (pvl) was observed around the posterior, medial, and lateral sides of the valve. A decision was made to deploy a second sapien m3 valve in a more atrial orientation, resulting in a reduction of pvl to mild. Patient is stable.